Event description:
The patient reported she had weak spells, spinning head, off balance, breathless, occasional sharp pains into heart, can only walk 100 feet then needs to sit down, and taking a shower exhausts her. Upon follow-up, the hcp indicated the patient was seen in the clinic reporting similar symptoms. A holter monitor recorded heart rates from 59 to 177 bpm. The device was then replaced reportedly due to eri (elective replacement indicator). A previous device check about one week earlier had shown a projected battery longevity of 10 months remaining. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion-normal